Manufacturer narrative:
(B)(4). D10: item # 00840009000; lot# 65529475. Item # 00840009400; lot# 64737345. G2: foreign - event did not occur in australia. H6: proposed component code - mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested and not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately four (4) years post-implantation due to loosening of the humeral component. It was noted that the humeral screw kit and bearing were only removed in order to access the stem but there were no alleged issues with those devices. Attempts have been made and no further information has been provided.